Event description:
It was reported that the patient had no stimulation sensation at 0.2v. They were not sure how to use the remote and the patient did not receive any training. It was further reported that there was not a 50 percent or greater symptom reduction. The cause of the event was determined, it was not device related, and reprogramming was not needed. The device was removed on (B)(6) 2015 due to an eroded implantable neurostimulator (ins). The patient experienced a sudden loss of therapeutic effect. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0q8z9, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).